Event description:
The surgeon reported via our sales rep that during a surgery, while drilling, the drill turned on by itself, contrary to the drilling meander. Clarification was rec'd that the drill helix is twisted (plastically deformed).

Manufacturer narrative:
Investigation in process, but not yet complete.